Event description:
It was reported by the affiliate that during a rectum resection procedure, the instrument cut 1 cm and wasn't stapled. No further information is available. There was no patient consequence.